Event description:
The site contacted berlin heart (bh) clinical affairs (ca) on (B)(6) 2026 to report regarding the excor driving tube. Per the clinic, h1 alarm was triggered and then a bent and fine crack were noted in the driving tube at the end of the connector. Of note, the affected driving tube has nearly been in use for one year. Bh ca recommended a replacement of the driving tube. On the same day, the affected driving tube was replaced without any complications. No adverse effect on the patient was reported.

Manufacturer narrative:
The excor driving tube, lot no. 00143384 is in use on the patient from (B)(6) 2025 until the driving tube was exchanged on (B)(6) 2026. The event occurred on 2026-02-25, which is (330 days) after the driving tube in question was placed on the patient who is being supported with an excor active driving unit. We have reviewed the production records of the driving tube, lot no. 00143384. The product was produced according to our specification. There are no other complaints associated with this lot number except the current complaint. A detailed investigation report will be provided as soon as it is available.